Manufacturer narrative:
Inratio precision data provided by end-user: first inr: 7.0, second inr: 2.2, mean: 4.60, sd: 3.39, percent cv: 73.79. Analysis of customer's data revealed that repeated inratio test result comparison did not meet precision criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Further investigation could not be performed since no strip lot information was provided by the customer. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 7.0, 2.2. Patient's therapeutic range: 2-3 inr (caller not sure). Caller reported problems with the meter on behalf of a nurse in the field. Results were too low, then too high on the same patient.